Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report extracted from a blog (interview with the consumer which was published into a blog) in (B)(4) on 02-nov-2015. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) in (B)(6) 2008. She was (B)(6) at the time of this report. During implantation she had a terrible and sharp pain when the left-hand one was implanted. She was given a painkiller and went home. They told her that pain could be normal, because of that complication during the implantation of the left-hand one. Two days later she went to her gp and he told her that the pain and discomfort was from the essures. He prescribed ibuprofen and told her to wait for the 3-month check-up. She stated she spent more time with her husband in the emergency room than at home. She experienced waist pain, her legs would go to sleep, pain in the ovaries, kidneys, tremendous headaches and she felt terrible all day long, intercourse was impossible because of the pain and the bleeding afterwards, heavy bleeding, her belly was constantly swollen and it became a complex. She went to hospital with her pain and they saw a cyst on one of the tubes and told her that the essure was creating a problem. The next time she went they examined her again and said that it was nothing to do with the essure, and that she didn't even have a cyst. Four years later, in the emergency room again, they told her that she had a "polyp." They wanted to remove it with some tweezers, which she refused. She visited the kidney specialist, in case the pain was from the kidneys, and he was surprised that she had not had blood tests, a resonance or any other tests after 4 years. He did everything, several special urine and faecal tests and an MRI with contrast agent. The results were: cysts and varicose veins on the ovaries, tumours on the fallopian tubes and myomas in the womb, so she was told to go to her gynaecologist to remove the essures immediately. She went to the gynaecologist and he said the urologist was mistaken, the MRI must be mistaken because the essures were fine. In her despair she went to a private physician office in order to get another opinion, and he reported exactly the same as the urologist, tumours, cysts. Then they said they would do a c-section. They operated her and told her when they first visited her on the ward that the essure was out and that her tubes were tied. But the next day, a new doctor came to see her and told her that they removed the essure and also her fallopian tubes. After that she had a fever they took her down again; after an ultrasound scan, the doctor said that her belly was covered in haematomas, inside and out. Four months after she was discharged, she was unwell again, with pain, and she went to the doctor again. After examining her, he asked her why they had left her ovaries if they were not in a good condition. So a year later she was back in the operating theatre to clean everywhere, remove the ovaries and for curettage of the uterus, after undergoing more tests, including a colon test. The pain returned on the left side, although she was much better for a time and life was getting back to normal. So again at the doctor's, he said the only thing to do was to open her up to see what they've done and what was going on in her body. They had her in the operating room, with all her organs out, cleaning up as best they could. The explanation was that they damaged the left side during the implantation of the essure, perforating the walls, and that a mistake in gynaecology had also left behind traces of the essure. And after an MRI they told her to be operated again, cleaning the left side, because everything was due to that first surgery when they implanted essure and did that damage on the left side. She stated that event thought of suicide. She was waiting for a final operation. Company causality comment: this spontaneous case report refers to an adult female consumer who had her uterus damaged on the left side during the implantation of the essure, perforating the walls. She was submitted to a surgery and was told they removed the essure and her tubes. After this procedure her belly was covered in haematomas, inside and out. Few months later, she returned to her physician due to pain and was submitted to a new surgery. She was informed a mistake in gynecology had left behind traces of the essure (regarded as device breakage). Additionally, she was diagnosed with cysts on the ovaries, tumours on the fallopian tubes, myomas in the womb and had thought of suicide. All events were considered serious due to their medical importance. Only uterine perforation is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure. This event can be suspected if excessive pain or discomfort occurs during the procedure. Also, single cases of essure breakage have been reported. In this particular case, consumer reported pain during essure insertion; which persisted in the months following the procedure. She was submitted to a salpingectomy and according to her; traces of essure were left behind (suggesting a breakage of the insert). Although this case lacks medical confirmation and detailed information for a comprehensive causality assessment; given these events nature; causality with essure cannot be excluded. Regarding the reported tumors on the fallopian tubes, consumer initially reported cysts, later polyps and then tumors, since the exact nature of this event is unclear; causality with essure cannot be assessed. The remaining events were considered as unrelated to the suspect insert; based on their nature and due to the local action of essure in the fallopian tubes. A product technical analysis is being sought. No follow-up will be actively sought since this is a social media case.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 11-dec-2015: (B)(4). Final assessment in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-dec-2015 for the following meddra preferred terms: 1.device breakage - the analysis in the global safety database revealed (B)(4) cases; 2.uterine perforation - the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to an adult female consumer who had her uterus damaged on the left side during the implantation of the essure, perforating the walls. She was submitted to a surgery and was told they removed the essure and her tubes. After this procedure her belly was covered in haematomas, inside and out. Few months later, she returned to her physician due to pain and was submitted to a new surgery. She was informed a mistake in gynecology had left behind traces of the essure (regarded as device breakage). Additionally, she was diagnosed with cysts on the ovaries, tumours on the fallopian tubes, myomas in the womb and had thought of suicide. All events were considered serious due to their medical importance. Uterine perforation is listed according to essure's reference safety information; device breakage is anticipated according to the technical analysis and the remaining events are unlisted. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of essure. This event can be suspected if excessive pain or discomfort occurs during the procedure. Also, single cases of essure breakage have been reported. In this particular case, consumer reported pain during essure insertion; which persisted in the months following the procedure. She was submitted to a salpingectomy and according to her; traces of essure were left behind (suggesting a breakage of the insert). Although this case lacks medical confirmation and detailed information for a comprehensive causality assessment; given these events nature; causality with essure cannot be excluded. Regarding the reported tumors on the fallopian tubes, consumer initially reported cysts, later polyps and then tumors. Since the exact nature of this event is unclear; causality with essure cannot be assessed. The remaining events were considered as unrelated to the suspect insert; based on their nature and due to the local action of essure in the fallopian tubes. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No follow-up will be actively sought since this is a social media case.